Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain and failed back surgery syndrome. It was reported there was an alleged overdischarge. The rep suspected the device was overdischarged because the patient had not charged in over a year. The patient had one overdischarge several years ago and a rep cleared it at that time. Another overdischarge occurred a couple years later, thus the current overdischarge may be the patient¿s third overdischarge. The rep was going to find out more once the patient was out of overdischarge this time. Additional information was received from a manufacturer's representative (rep). It was reported the rep attempted 4 over discharge 60-minute attempts on (B)(6). The device never got to the por/charging screen. The battery was unable to be recharged and the patient refused to do any additional 60-minute attempts. The battery was unable to be recovered. The healthcare provider (hcp) was notified, and the patient agreed to make an appointment with the hcp after the first of the year. No further complications were reported.